Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter was perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, CT revealed all the arms and legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Approximately two years later, CT revealed there was a right anterolateral tilt of the superior filter apex abutting the anterior vascular wall and all the filter struts perforated through the inferior vena cava filter wall into the surrounding soft tissue. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately nine years post filter deployment, CT revealed all the arms and legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Approximately two years later, CT revealed there was a right anterolateral tilt of the superior filter apex abutting the anterior vascular wall and all the filter struts perforated through the inferior vena cava filter wall into the surrounding soft tissue. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter was perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced pain in the middle of back; however, the current status of the patient is unknown.